Event description:
Event description guidant received information that the battery of this implantable cardioverter defibrillator (ICD) has reached eol (end of life) approximately two months after the last device check - when the battery status was at mol2 (middle of life 2). The physician expressed concern about premature battery depletion. The device has been implanted for 40.3 months.